Manufacturer narrative:
Updated fields: b4, d1, d4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: h6 (medical device - problem code). A getinge field service engineer (fse) observed that the helium was fully depleted and missing a he tank knob. To fix the issue the fse replaced the missing he tank knob and a new helium tank was supplied by the customer. The fse observed no issue with ibp. The unit passed all functional and safety tests per factory specifications and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the iabp unit has no pressure.

Event description:
It was reported during a routine check the iabp unit has no pressure. There was no patient harm or injury.